Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient ventilated by a lumis 150 st device was hospitalized and subsequently expired.

Manufacturer narrative:
The lumis 150 device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. (B)(4).

Event description:
It was reported to resmed that a patient ventilated by a lumis 150 st device was hospitalized and subsequently expired. It was reported the device was not in use on the patient at the time of death.